Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm during bolus. The customer's father stated that the insulin pump's buttons stopped responding. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 282 mg/dl at the time of the incident. Customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.